Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 28-feb-2024, UDI#: (B)(4) , implanted: on (B)(6) 2022, explanted:, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's distributor (dist.) Regarding a patient who was receiving gabalon via an implantable pump for cerebral palsy. On (B)(6) 2022, it was reported that cerebrospinal fluid leakage had accumulated in the patient's back pocket starting in early october after implantation of the pump system on (B)(6) 2022. The patient's condition was being monitored through compression therapy; however, a surgical repair procedure was planned for on (B)(6) 2022 as a precaution. The patient outcome at the time of the event was listed as "not recovered". It was confirmed that the patient's therapy was otherwise effective. It was confirmed that there was no infection. It was noted that the event was not related to the drug, the device system or the procedure.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. On (B)(6) 2022, fibrinogen plasma fraction was injected into the epidural space at the puncture site where spinal fluid leakage was observed. There was no removal of the intrathecal baclofen (itb) system. The outcome of the event / spinal fluid leakage was recovered as of (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.